Manufacturer narrative:
(B)(4).

Event description:
Procedure type: appendectomy. According to the reporter: laparoscopic procedure. Customer informs that the surgeon closed the stapler and the sulu could not be opened to remove the sulu because it got blocked in tissue. So in order to remove the sulu they had to reconvert the surgery and make a terminal resection of the ilium. There was unexpected tissue loss as the resection had to be made, reconversion of the surgery, no bleeding, about 1 hour delay. Patient is in good conditions and no adverse event reported due to the reconversion and resection. Clinical sample has been discarded. No reinforcement material was used.